Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect; cause was unknown. Customer declined to adjust the pump to the correct time. Additionally, it was reported that the customer's experienced ongoing elevated blood glucose (bg) levels that ranged from 165 mg/dl to 589 mg/dl; cause was unknown. Customer administered correction boluses and manual injections to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.